Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, a definitive cause for the elongation could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified superficial femoral artery. After deployment, the 5.5x100mm supera stent was noted to be stretched for about 30mm longer than it should be. Therefore, a cutdown surgery was performed to remove the stent. There was no adverse patient sequela reported. No additional information was provided.